Manufacturer narrative:
Complaint number: (B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed, the magnet cap had failed allowing the magnet to be pulled from the distal end of the fusion end effector.

Event description:
It was reported by the sales rep. That the magnet tip of the device came off during the procedure and attached itself to the introducer.